Event description:
It was reported that the lag screw broke postoperatively. Patient was revised.

Manufacturer narrative:
Additional information, has been requested and if received, will be submitted on a supplemental report.